Manufacturer narrative:
The reported disposable meniscus mender ii kit, intended for use in treatment, has not been returned for evaluation. Without the reported product a visual or functional evaluation cannot be performed and the customers complaint cannot be confirmed. From the information provided, the wire loop came free from the suture loop. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: excessive force placed on the device during use. The instruction for use outlines precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that during surgery the metal lasso of the meniscus mender ii disposable set, was loose and remained in the patient resulting in a larger skin opening, arthrotomy for ablation and failure of the suture. The wire was successfully removed from the patient and no serious injury was reported. It is unknown if there was a delay or how the procedure was completed. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.